Event description:
The respiratory therapist from the home healthcare co reported, "caregiver reported while pt was connected to backup vent, the unit shut down 2 times in the middle of the night. The pt was placed on the primary vent with no allegation of pt harm."